Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform receiver functional test: passed all relevant tests. Performed share log review and no issues were found. The patient's complaint was not confirmed because the receiver passed all tests. The reported event that the receiver ceased to function was not confirmed. The root cause could not be determined.